Event description:
The patient was unable to operate the controller, which was stuck on the loading screen, preventing use of the pod. As a result, the patient reverted to manual insulin injections but had rapid-acting aspart insulin and no long-acting insulin as a back up. This led to hospitalization for diabetic ketoacidosis. Patient reported symptoms of vomiting and urinary urgency/incontinence. Patient was admitted for about four days and discharged. Treatment included intravenous fluids and an insulin drip. Blood glucose levels at the time of the event were not recalled. The pod was not worn during the incident.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.